Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-28833.

Event description:
The customer called in regards to dissatisfaction with her sensors and reported she had experienced low blood glucose and fell, breaking her foot and bumping her head. The customer was hospitalized, due to the injuries from falling during her low blood glucose and had surgery. She did not wish to troubleshoot. The sensors will not be returning for analysis at this time.